Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because the patient refused to follow physician instructions with arm movement restrictions. The lead was put under unusual stress causing the lead-to-tissue interface to be compromised. The physician decided to use a passive fixation lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.